Event description:
It was reported that the right ventricular (rv) lead had high impedance and the patient's electrograms were showing cross-talk of ventricular oversensing after atrial pacing. It was also reported that the atrial lead threshold was high. Additionally, a lead integrity alert (lia) was triggered. The atrial output and ventricular sensing were reprogrammed. It was further reported that there was continued intermittent oversensing during atrial pacing and the rv pacing impedance was fluctuating. The cause of the problem was a loose connection in the header. The pocket was opened and the rv lead was reinserted in the header. The device and leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant:6947m62 implantable tachy lead (B)(6) 2012, 407652 implantable pacing lead (B)(6) 2012. (B)(4).